Event description:
Patient reported that the device's audible alarm is no longer working. Patient attempted to resolve the concern by inserting a new set of batteries; however, patient was unable to restore the audible alarm. Additionally, patient reported that that the device is rattling, as if something has broken off, inside of the casing. Patient reporeted that the device was dropped onto a hardwood floor recently, but indicated that the audible alarm had failed prior to the fall. Patient's blood glucose was not affected and no treatment was received.